Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI#: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, d10, g4, g7, h2, h3, h10. The device was returned, however the event was unable to be confirmed. One g7 10 deg e1 liner 36mm e was returned and evaluated. Upon visual inspection the scallops on the device have been damaged. There is no damage to the outer radius of the liner or to the locking feature. Additional information does not change the outcome of the previous investigation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01190.

Event description:
It was reported that the liner would not seat properly in the corresponding cup. An alternate liner was used. Attempts have been made and additional information on the reported event is unavailable at this time.